Event description:
A vns patient's mother called and reported that their child (B)(6); has a rash behind his left ear and down his neck. The patient mother reported that their surgeon felt their rash was a reaction to the surgical scrub used for prep for his surgery and that she was applying ointment that they gave her it is getting better. The patient had to stay 3 days in the hospital after surgery as he had two seizures when coming out of anesthesia and a bad seizure lasting 2 min and 30 seconds the following morning. She reported that her doctor told her their child's seizures are not responding to medication and will have to wait for vns to be turned on with hopes it will help seizure control. Good faith attempts are underway for further details about the reported event.

Manufacturer narrative:
Corrected data; event has resolved.

Event description:
The patient's rash has resolved.

Event description:
Additional information was received that the surgeon and neurology did not know anything about the patient's reported seizure events. The patient stayed overnight in hospital as their surgery was late in the day. They did not know about the admittance for the 2 other days and must have checked self back in as they were not aware of it. They did not know the relationship of their seizures to their vns surgery and did not know if over pre-vns rates, nor seizure type. As far as the rash they felt possibly could have been related to the surgical scrub as in the location of that. It has not resolved.